Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The device history record (DHR) for the lot number 17718827l has been reviewed and it was verified that the device was manufactured in accordance with documented specifications and procedures. Concomitant products: carto 3 system, model #: m-4800-01, serial: (B)(4). Webster coronary sinus catheter, model #: unknown, lot #: unknown. (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for supraventricular tachycardia with a thermocool smarttouch bidirectional sf catheter and suffered diaphragmatic paralysis requiring no medical or surgical intervention. Patient was reported to be in stable condition upon leaving the electrophysiology lab. Post-procedure, the patient reported shortness of breath. It was determined that phrenic nerve damage had occurred. No interventions were administered. Patient required extended hospitalization to monitor the phrenic nerve. Patient outcome is improved. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedural risk. Since this adverse event might result in permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.